Event description:
The customer received a blood glucose reading of 348mg/dl from his breeze2 meter, re-tested on a different meter and received 168mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged the test strips were returned for evaluation. Replacement test strips and meter were sent to the customer